Manufacturer narrative:
Report source: csc product recovery specialist. No product will be returned per customer. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. The root cause of this failure was not identified. Section requested but not provided.

Event description:
It was reported that when the secondary tubing set was attached to the primary tubing set that the male luer cracked and pieces broke off. There were no adverse effects caused to the patient from the event. The customer stated that there is no further event information available.